Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) reported problems with their charging and control equipment but did not have the equipment with the at the time of the call. Recommended pt call back when they have the equipment with them. Pt said they would call back however reported: in the last 2 months they have had a problem with a lot of leakage, in september and october things were fine but they talked to their doctor who said: maybe it's the program. Pt has also noticed when they try to charge the ins it won't find the device, their handset shows the device is 0.0 but they know it was 1.5 and that has happened 3 times. Reviewed it would be best to troubleshoot when the patient has time to call and they have the equipment with them, they can request a (B)(6) speaking agent or we can conference on an interpreter. The issue was not resolved through troubleshooting. The caller was redirected to call back. Pt said they would call back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for the call was the device was working fine but now they were having trouble charging the ins. The patient said it was very hard to charge. They talked to the doctor and the doctor said it was a problem with the equipment. The patient said they could feel the ins but were not sure if they could feel all four sides. Positioning the recharger over the ins was reviewed. The patient was able to charge the ins with the belt as desired. It was reviewed the recharging equipment was working as intended. The patient said they tried not to increase stimulation higher than "1.5." They said when they noticed they started wearing a big pad again they went and checked the ins and stimulation was turned off. They said the "frequency goes down" even when the ins was fully charged. It was reviewed when the ins depletes the ins will turn off and will stay off until the patient turns it back on. The patient said they would monitor it and call back if needed.